Event description:
It was reported that they were intermittently getting lines in the images causing the patient to be re-exposed. It was determined that the hv power supply needed to be replaced. Once this was done, the unit is working as intended.